Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that the device and leads were causing the patient discomfort. She was unsure what was causing her discomfort; however it was affecting her back and legs. The patient later reported that she was feeling itching, like stinging bees, all over her body, such as the head, brain, stomach, and private area. Her hip was hurting on the right side where the implantable neurostimulator (ins) was implanted. It would hurt when she lay down. It was causing her leg to fall asleep and she could not walk. The patient wanted the device out. She met with a healthcare professional (hcp) and he directed her to the manufacturer. The itching and pain in the right hip started in (B)(6) 2015. Additional information reported that the interstim system hasn't given them any "trouble or anything", but later stated that their stimulation seemed to be ¿weaker.¿ the patient had a return of her target urinary frequency and urgency symptoms; especially at night. The patient was unable to sync with the ins with or without the antenna attached. It was also noted that the patient was only seeing the poor communication screen and had not been able to adjust stimulation. The patient also noted that they have had some falls and has not landed on the implant side. The patient experienced a return of symptoms. The patient stated that they had a stinging sensation and soreness around the implant site when they would sit down or urinate. The patient was seen (B)(6) 2017 in the office but did not bring the remote. The patient¿s healthcare provider saw the patient for the same complaint before and once the batteries were changed the device worked well. The patient was instructed to replace the batteries once they got home and adjust their settings. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: the main component of the system. Other applicable components are: product ID: 3093-28, lot#: v510039, implanted: (B)(6) 2010, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had started getting up 3-4 times at night so it wasn't really working for her so she hasn't really been using it for a while. The patient mentioned that her health care professional wanted her to turn stimulation up so she did turn it up a little but it wasn't helping her. The patient stated that she thought her implant battery was dead and the patient just didn't have the ability to deal with the device anymore because her health was failing. The patient called back with her programmer and tried to connect to the ins but was getting the poor communication symbol. The patient repeated that her device wasn't working and wanted it checked. The patient was redirected to have someone verify the status of her device and was redirected to her health care professional (hcp). It was stated that the patient tried asking her hcp office to help set up an appointment with a manufacturing representative last year and they wouldn't. There were no further symptoms or complications reported or anticipated.